Event description:
The customer reported the system displayed a low ma error. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The rep ran a filament calibration and checked the main batteries. Both were found to be within specifications. The error could not be duplicated. The system performed as intended, and was returned to service.